Event description:
Boston scientific received information from a product experience report (per) form that when the replacement device was connected to the chronic right ventricular (rv) defibrillation lead, a greater than 200 ohms shock impedance was recorded in all shock configurations except rv (coil) to can. The local representative suspects that the rv defibrillation lead may have been damaged during the replacement procedure. The chronic rv defibrillation lead was surgically capped and replaced. The replacement device remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.